Event description:
It was reported the patient was receiving stimulation, but felt the stimulation was changing the rhythm of her heart. The patient also reported the stimulation made her feel as if there was something pressing on her throat. It was reported the patient was to meet for reprogramming.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.